Manufacturer narrative:
(B)(4).

Event description:
The implantable neurostimulator (ins) was being turned off inadvertently. Follow-up with the patient's physician was recommended. Additional information has been requested, a follow-up report will be sent if additional information becomes available. See also manufacturer's report # 3004209178-2010-07342.